Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to its location. The ipg was sitting sideways instead of flat which was visible through physical inspection. There was no break in the skin. The patient underwent revision wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively.